Manufacturer narrative:
(B)(4) - undefined medical treatment. (B)(4) - (undefined injury occurred). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 for the treatment of urinary incontinence, and a sling was implanted. The patient became internally and externally injured following the surgery, "rendered sick, sore, lame and disabled," and has had additional medical treatment and surgeries in 2010. No additional information was provided at this time.